Event description:
It was reported to technical services on (B)(6) 2012 that during an epicardial lv lead implant this patient died. The procedure was done by dr. (B)(6) at (B)(6) hospital. The patient had a vf and could not be resuscitated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).